Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states that a nurse used the needle on a patient and after the procedure she engaged the safety mechanism with her right thumb. The nurse stated she heard the confirmation click of the safety mechanism engage and then the safety slid back down the needle. The nurse nor the patient were hurt.